Event description:
It was reported that during the implant procedure, the patient had neuromonitoring issues and experienced a decrease in sensory and motor responses. The physician opted to abort the procedure. The patient was moved to the recovery room and motor responses on the right side hadm iproved.